Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the brush was difficult to extend. When additional force was applied, the orange thumb ring detached from the device. However, the nurse was able to complete the procedure using the same brush, and the physician cut the distal portion of the catheter to retrieve the sample. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire broke.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Investigation findings: wire broken. Investigation results: visual evaluation of the returned device found that the working length and the drive wire were bent in multiple locations, especially near the proximal end of the heat shrink. The catheter had been cut approximately 189cm from the heat shrink, and the distal portion was not returned. The guide wire channel showed evidence of wear from rough usage with a guidewire. The thumb ring was detached and handle cannula was fractured at the ring surface. Examination of the handle revealed that the proximal end of the drive wire had been pulled out of the thumb ring, and the handle cannula and drive wire extended out of the proximal end of the handle. The device was disassembled, and the drive wire was found to be broken adjacent to the distal portion of the cannula. The handle cannula was bent on the proximal end, but the drive wire was found to be properly secured into the cannula. The complaint the handle broke and the brush would not extend was confirmed. It is likely that anatomical/procedural factors limited the performance of the device; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.